Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient has been unable to successfully receive a reading from his sensor due to it moving from its initial location following being implanted. Troubleshooting attempts via recalibration have been unsuccessful. The patient has been experiencing more difficulty receiving a reading from his sensor since undergoing an unrelated surgical procedure. In turn, patient was taken off his anticoagulant medication. Following the unrelated procedure, the signal remained weak but the waveforms looked fine. Further troubleshooting attempts were tried with the use of the antenna to no avail. Imaging confirmed the patient's sensor is no longer in its initial location. Further troubleshooting has been attempted but remains unsuccessful and no waveform is present at this time. The patient will meet with a company representative for further evaluation/troubleshooting.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient was hospitalized for weeks due to unrelated health issues and will undergo further care at a rehabilitation facility. In turn, further troubleshooting is not planned at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed a chest x-ray was able to provide a better understanding of the sensor's location. The patient also was provided troubleshooting tips to help address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.